Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
It was later reported that no pump issues were found during surgery. They tried interrogating the pump after explantation. It was noted that they tried interrogating the pump in different rooms and also used different 8840's and it was impossible to finish interrogation. The foreign manufacturing representative was not aware of any myptm that the patient had. The cause of the event was unknown and the pump was sent back to the manufacturer

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed an incomplete programming due to pump update anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (20 mg/ml, 10 mg/day) via an implantable infusion pump. The indication for use was not noted. The drug lot number, concomitant drug list, and patient medical history were noted as unable to obtain. The pump was implanted on approximately (B)(6) 2015. It was reported that it was impossible to interrogate the pump, for 3 months. Specifically, the pump worked normally; however, when the physician tried to interrogate, it was impossible. When the pump is almost read, it fails to finish the interrogation. They have tried 3 different clinician programmers (8840). They changed the pump on (B)(6) 2016, for another device, and the pump was to be returned. The patient status at the time of the report was ¿alive ¿ no injury". The issue was resolved and the hcp had no further information. Additional information was requested regarding symptoms experienced and a cause. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.